Event description:
It was reported that during a da vinci-assisted digital pancreatectomy surgical procedure, the 30-degree endoscope had a broken lens. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed.